Event description:
A report was received from the USA with information that the alarm cannot be silenced by pressing the silence reset button. There was no reported patient involvement. The date of the event was not reported.

Manufacturer narrative:
The device was evaluated and the event was verified. The event was isolated to the membrane. The top membrane was replaced. The root cause for the reported event was determined to be a corroded trace to the alarm silence button. (B)(4).